Event description:
During an alfn procedure the insertion construct was checked to make sure the nail lined up. The nail was inserted, the jig was re-tightened and a 3.2mm wire was inserted. The wire skived to the top of the hole and the second skived to the bottom of the hole. Both wires were removed and new wires were tried with the same result. One wire was then removed and the drill bit was used with the same result. Afterwards it was noted the jig angle was 135 degrees. The surgical technique indicates the ccd angle is 130 degrees. The surgeon then free-handed the screws up into the femoral head to complete the procedure. Reportedly the procedure was extended by 2 hours.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records for this lot number has been requested.